Event description:
The reporter contacted animas on (B)(6) 2012 and stated the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The reporter denied damage to the keypad. The patient reportedly wore the pump in a case exterior to a garment and cleaned it with wipes. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or tearing was observed. The ok, down arrow, and contrast keypad buttons were intermittently responsive during testing; the up arrow button was responsive. The ok key contact was found to be inverted. During investigation, evidence of contamination was found under all keypad contacts.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings. Testing confirmed that the "contrast", "down" & "ok" keys are intermittently responding. The keypad was removed for investigation and contamination was found under all key contacts. "Ok" key contact was found to be inverted.